Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 20 mg/dl. The customer was advised to follow up with healthcare professional to adjust settings for her meals times to help bring down her blood glucose value which would prevent the insulin pump exiting her out of auto mode and the sensor tracking. The customer¿s mentioned other blood glucose as 191 mg/dl. The customer successfully upload carelink. The insulin pump will not be returned for analysis.